Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the blood parameter monitor (bpm) failed measured temperature accuracy testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the srt, during oven testing the arterial bpm was reading 22.4 degrees celsius in a 30 degree celsius environment, which was outside of the specification range. The srt replaced the arterial bpm probe. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.